Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data did not show any electrical peculiarities regarding this lead. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
On the (B)(6), 54 months after the implantation, it was reported that oversensing with shock delivery occurred.